Event description:
Information received indicates the left foot siderail is not latching.

Manufacturer narrative:
The technician found the siderail latch spring was damaged. The technician replaced the spring to repair the bed.